Event description:
It was reported that during right internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was successfully implanted. Five months post procedure, reported adverse event of asymptomatic distal fishmouthing of the stent. Treatment was required (change of antiplatelet therapy (switched clopidogrel with ticagrelor). The adverse event has a causal relationship with procedure, subject device, and a possible relationship with dapt (dual anti-platelet therapy). The adverse event is still ongoing. The patient status in (B)(6) 2023 is asymptomatic with modified rankin scale (mrs) of 0 and national institute of health stroke scale (nihs) of 0. No additional information available. Update: additional information received on 07-jun-2023 stated that CT (computed tomography) scan was performed at another hospital on the (B)(6) 2023, imaging revealed 75% of fish-mouthing was noticed on the stent. There was no intimal hyperplasia, on cta (computed tomography angiography ) it was not detected, only distal fish mouthing. The cause of stent fish mouthing was stent tapering without hyperplasia. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. B5 executive summary - updated. F10 / h6 health impact code grid - health effect - impact code - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient¿s current status was asymptomatic, mrs & nihss 0 in (B)(6) 2023. There was a medical intervention where there was a change of antiplatelet therapy (switched clopidogrel with ticagrelor). 75% of fish-mouthing was noticed on the stent. There was no intimal hyperplasia, on cta it was not detected, only distal fish mouthing. The cause of stent fish mouthing was stent tapering without hyperplasia. There was no surgical delay. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported 'stent tapering'.

Event description:
It was reported that during right internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was successfully implanted. Five months post procedure, reported adverse event of asymptomatic distal fishmouthing of the stent. Treatment was required (change of antiplatelet therapy (switched clopidogrel with ticagrelor). The adverse event has a causal relationship with procedure, subject device, and a possible relationship with dapt (dual anti-platelet therapy). The adverse event is still ongoing. The patient status in (B)(6) 2023 is asymptomatic with modified rankin scale (mrs) of 0 and national institute of health stroke scale (nihs) of 0. No additional information available. Update: additional information received on 07-jun-2023 stated that CT (computed tomography) scan was performed at another hospital on the (B)(6) 2023, imaging revealed 75% of fish-mouthing was noticed on the stent. There was no intimal hyperplasia, on cta (computed tomography angiography ) it was not detected, only distal fish mouthing. The cause of stent fish mouthing was stent tapering without hyperplasia. No additional information available. Update: additional information received on 03-oct-2023 stated that on12m fu there was > 50-75% parent artery stenosis at distal part of the stent (subject device). No additional information available. Update: additional information received on 05-dec-2023 stated that on 12m fu angiography stenosis has been corrected to 25-50% instead of initial 50-75%. No additional information available.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient¿s current status was asymptomatic, mrs & nihss 0 in (B)(6) 2023. There was a medical intervention where there was a change of antiplatelet therapy (switched clopidogrel with ticagrelor). 75% of fish-mouthing was noticed on the stent. There was no intimal hyperplasia, on cta (cardiac computed tomography angiography) it was not detected, only distal fish mouthing. The cause of stent fish mouthing was stent tapering without hyperplasia. There was no surgical delay. Additional information received on 03-oct-2023 stated there was 0 - 25% stenosis pre-procedure and that on 12m fu there was >50-75% stenosis at distal part of the stent (subject device). Additional information received on 05-dec-2023, in 12m fu angiography stenosis has been corrected to 25-50% instead of initial 50-75%. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported 'stent tapering'. As a product related root cause does not apply to the as reported 'non-flow limiting vessel stenosis¿ and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Manufacturer narrative:
A1 patient information - updated format to (B)(6). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient¿s current status was asymptomatic, mrs & nihss 0 in mar2023. There was a medical intervention where there was a change of antiplatelet therapy (switched clopidogrel with ticagrelor). 75% of fish-mouthing was noticed on the stent. There was no intimal hyperplasia, on cta (cardiac computed tomography angiography) it was not detected, only distal fish mouthing. The cause of stent fish mouthing was stent tapering without hyperplasia. There was no surgical delay. Additional information received on 03-oct-2023 stated there was 0 - 25% stenosis pre-procedure and that on 12m fu there was >50-75% stenosis at distal part of the stent (subject device). While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported 'stent tapering'. As a product related root cause does not apply to the as reported 'patient parent vessel stenosis¿ and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during right internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was successfully implanted. Five months post procedure, reported adverse event of asymptomatic distal fishmouthing of the stent. Treatment was required (change of antiplatelet therapy (switched clopidogrel with ticagrelor). The adverse event has a causal relationship with procedure, subject device, and a possible relationship with dapt (dual anti-platelet therapy). The adverse event is still ongoing. The patient status in (B)(6) 2023 is asymptomatic with modified rankin scale (mrs) of 0 and national institute of health stroke scale (nihs) of 0. No additional information available. Update: additional information received on 07-jun-2023 stated that CT (computed tomography) scan was performed at another hospital on the (B)(6) 2023, imaging revealed 75% of fish-mouthing was noticed on the stent. There was no intimal hyperplasia, on cta (computed tomography angiography ) it was not detected, only distal fish mouthing. The cause of stent fish mouthing was stent tapering without hyperplasia. No additional information available. Update: additional information received on 03-oct-2023 stated that on12m fu there was > 50-75% parent artery stenosis at distal part of the stent (subject device). No additional information available.

Event description:
It was reported that during right internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was successfully implanted. Five months post procedure, reported adverse event of asymptomatic distal fishmouthing of the stent. Treatment was required (change of antiplatelet therapy (switched clopidogrel with ticagrelor). The adverse event has a causal relationship with procedure, subject device, and a possible relationship with dapt (dual anti-platelet therapy). The adverse event is still ongoing. The patient status in march 2023 is asymptomatic with modified rankin scale (mrs) of 0 and national institute of health stroke scale (nihs) of 0. No additional information available.

Manufacturer narrative:
H3 other text: the device remains implanted in the patient.